Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the probe on the thunderbeat handpiece broke off inside the patient. The broken tip was retrieved with graspers. The procedure was completed with another handpiece. There was no patient injury reported.

Manufacturer narrative:
The handpiece has not been yet returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.